Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing pain at their battery and pocket site. The physician wanted to see if the pain would improve as the incision healed. The patient requested for the device to be removed as they believed that their body was rejecting the device. The device was explanted. The patient did not intend to try to implant again. There were no additional patient complications.